Event description:
Infutronix received a complaint from a patient, who reported there was a leak in the tubing. The tubing was clamped, and the pump powered off. The leak was located below the clamp. Patient stated "I was working on my truck and trailer and it got pinched". Patient returned to ER, tubing was discarded. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device was discarded.